Event description:
Device issue: none. Adverse event (ae): stenosis within 5 mm of the previously placed xience v stent. Onset of ae: approximately 7 months after stent implantation. It was reported via trial that approx 7 months post a mid right coronary artery (rca) stenting procedure with a xience v stent, the patient experienced unstable angina and was taken to the catheter lab where stenosis was noted both proximal and distal to the previously placed xience v stent. Proximally, the stenosis was within 5 mm of the stent. Two stents were placed to cover the new areas of stenosis. There was no adverse patient sequela reported. One day post-procedure the patient was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The reported pt effects of angina and restenosis listed in the product instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.